Manufacturer narrative:
Other applicable components are: product ID :977a290, serial# (B)(4). Implanted: (B)(6) 2017, explanted: (B)(6) 2017. Product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for spinal pain. It was reported that the patient had some redness and swelling around their battery site, as well as some fevers in the evening. A possible infection was noted. The patient¿s physician ordered a CT scan, and blood work. Additional information received indicated that the patient¿s whole system was explanted on (B)(6) 2017. The patient had been assessed, and a great deal of brown fluid was found at the pocket site, and well as the anchor site. It was noted that the anchor site was also red and swollen. The explanted leads were sent to the lab, along with multiple samples of fluid, to get analyzed for infections bacteria. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was explanted due to an infection. No further complications are anticipated.